Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic with inappropriate phrenic nerve stimulation observed on the right ventricular (rv) lead. An x-ray was performed and perforation of the right ventricle was observed. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.